Manufacturer narrative:
(B)(4). The device was returned, evaluation is currently in progress but not yet complete. Method: no testing methods. This device is used for therapeutic purposes.

Event description:
Difficulty ventilating during inflation of the balloon on a 6mm reinforced nim emg endotracheal tube was reported. While the balloon was inflated, ventilation was impossible and the patient had difficulties breathing. However, the patient was able to breathe again each time the balloon was deflated¿which was attempted several times. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
In response to medtronic's request for device return, the device was received by medtronic's us manufacturing site for evaluation purposes (detailed as follows): the device was received with original product pouch and label, identifying the product as (B)(4)- nim emg endotracheal tube 6.0mm ID from lot# 0207842453. The condition of the device showed customer use based on minor bio-residue present on the device and the electrodes wires were found cleanly cut near the tube, likely by the customer. There were no blockages observed inside the lumen of the tube. There was no evidence of any delamination of coil wires inside the lumen. There was no kinking observed on the working length of the tube. The cuff was inflated using a syringe with a minimum of 20cc of air and submerged in clean deionized water to verify that while submerged, air bubbles do not leak from any area of the cuff. No bubbles were observed and the inflation valve was also submerged with still no bubbles observed. The cuff held and maintained air in cuff without any issues and did not leak from any location, therefore the customers complaint was unconfirmed. No fault was found on the returned sample.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.